Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope tested positive for unexpected bacterium. The issue was found during reprocessing of the scope. It was reported that the facility finished the procedure with another device and the intended procedure was a respiratory examination. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the instrument channel tube had leakage. The subject device was returned to olympus for device evaluation and the result of the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. The investigation were unable to judge the relation between the subject device and the event from the following investigation results. The user did not provide the information on reprocessing steps. The user did not provide the result of culture test. And the olympus facility could not perform culture testing. Olympus will continue to monitor field performance for this device.